Manufacturer narrative:
Unit in question has not yet been returned for testing and evaluation.

Event description:
Per the customer....claims use of product caused one of her bottom front teeth to chip. Customer was using at pressure setting 6 and attempting to remove debris when she claims the stream of water had created a concave indentation in the tooth. Customer claims her dentist identified the flosser as causing an otherwise healthy tooth to chip.